Event description:
The report from company's affiliate indicated that while filling an aneurysm, the coil stretched and subsequently detached. This occurred after 3 or 4 coils had been successfully detached. The physician noted that the coil had stretched proximally and it subsequently detached. The physician attempted to remove the coil without success. The pt was then taken to surgery at which time it was successfully removed. The pt was discharged in stable condition.